Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') and device dislocation ('plese request you doctor file an FDA adverse event report for your migrated coil') in a female patient who had essure (batch no. 626918) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included major depressive disorder, single episode. On (B)(6) 2008: procedure results: successful placement of coils. Previously administered products included for an unreported indication: depo-provera. On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required) and genital haemorrhage ("bleeding"). The patient was treated with surgery (total laparoscopic hysterectomy). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, device dislocation and genital haemorrhage outcome was unknown. The reporter considered device dislocation, genital haemorrhage and pelvic pain to be related to essure. The reporter commented: left ostia visualized: yes. Right ostia visualized: yes. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 29-may-2020: social media received: reporters were added. Migration was added as a event. We received a lot number. A technical investigation was conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain'), perforation ('organ perforation') and device dislocation ('please request you doctor file an FDA adverse event report for your migrated coil') in a female patient who had essure (batch no. 626918) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included major depressive disorder, single episode. On (B)(6) 2008: procedure results: successful placement of coils. Previously administered products included for an unreported indication: depo-provera. On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), perforation (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), genital haemorrhage ("bleeding") and headache ("headache"). The patient was treated with surgery (total laparoscopic hysterectomy). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, device dislocation, genital haemorrhage and headache outcome was unknown. The reporter considered device dislocation, genital haemorrhage, headache, pelvic pain and perforation to be related to essure. The reporter commented: left ostia visualized: yes. Right ostia visualized: yes. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 3-aug-2020: pif received- event added-headache, perforation, reporter added, cluster ID added. We received a lot number. A technical investigation was conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain'), perforation ('organ perforation') and device dislocation ('please request you doctor file an FDA adverse event report for your migrated coil') in an adult female patient who had essure (batch no. 626918) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included major depressive disorder, single episode, kidney disorder and bladder disorder. On (B)(6) 2008: procedure results: successful placement of coils. Previously administered products included for an unreported indication: depo-provera. Family history included hypertension (mother) and crohn's disease (father). On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), perforation (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), genital haemorrhage ("bleeding/unusual bleeding"), migraine ("headache/migraine"), menstrual disorder ("unusual periods") and abdominal pain lower ("cramping"). The patient was treated with surgery (total laparoscopic hysterectomy). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, device dislocation, genital haemorrhage, migraine, menstrual disorder and abdominal pain lower outcome was unknown. The reporter considered abdominal pain lower, device dislocation, genital haemorrhage, menstrual disorder, migraine, pelvic pain and perforation to be related to essure. The reporter commented: left ostia visualized: yes. Right ostia visualized: yes. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 14-oct-2020: plaintiff information form received. Events "unusual period, cramping and migraine/headache (previously reported as headache) were added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") and genital haemorrhage ("bleeding") in a female patient who had essure (batch no. 626918) inserted for female sterilisation. The patient's medical history included major depressive disorder, single episode. On (B)(6) 2008: procedure results: successful placement of coils. Previously administered products included for an unreported indication: depo-provera. On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and genital haemorrhage (seriousness criterion medically significant). The patient was treated with surgery (total laparoscopic hysterectomy). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain and genital haemorrhage outcome was unknown. The reporter considered genital haemorrhage and pelvic pain to be related to essure. The reporter commented: left ostia visualized: yes. Right ostia visualized: yes. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-may-2019: quality safety evaluation of product technical complaint. We received a lot number. A technical investigation was conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") and genital haemorrhage ("bleeding") in a female patient who had essure (batch no. 626918) inserted for female sterilisation. The patient's medical history included major depressive disorder, single episode. On (B)(6) 2008: procedure results: successful placement of coils. Previously administered products included for an unreported indication: depo-provera. On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and genital haemorrhage (seriousness criterion medically significant). The patient was treated with surgery (total laparoscopic hysterectomy). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain and genital haemorrhage outcome was unknown. The reporter considered genital haemorrhage and pelvic pain to be related to essure. The reporter commented: left ostia visualized: yes right ostia visualized: yes incident we received a lot number. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.